Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the devices were reviewed by bioengineering and a report was received stating; it is unlikely that a potential product issue was present root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Patient had pfc fixed bearing ps implants with tibial and femoral stems in situ. Surgeon stated the femur was likely loose - cause unknown but possible infection, samples taken at time of procedure. Femoral component removed and insert removed. Pfc ps femur with sleeve and stem implanted along with a new fb ps insert. Unknown jrn: femoral component, insert.